Manufacturer narrative:
Uprated sections: a1, b5, b7, d1, d4, d6a, g3, g4, g6, h4, h6 component code, health effect - clinical code, device code(s), and type of investigation.

Event description:
It was reported and through investigation that a patient with a 25mm 2700tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 6 years and 1 month, due to regurgitation. The patient presented with acute on chronic heart failure, shortness of breath. The procedure was performed successfully with a 26mm 9755rsl transcatheter valve.

Event description:
It was reported that a patient with a 25mm perimount aortic valve underwent a valve-in-valve procedure after an unknown implant duration, due to unknown reason. The procedure was performed successfully with a 26mm 9755rsl transcatheter valve.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated sections g3, g6, h6 type of investigation, investigation findings, and investigation conclusions. Regurgitation is a common manifestation of bioprosthetic valve and valved conduit dysfunction. Common intraoperative factors that may cause or contribute to acute post-procedural regurgitation include device distortion; device interaction with patient anatomy or other devices; leaflet damage, and incorrectly sized valve seated. Non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis may also cause or contribute to acute post-procedural regurgitation. Complaints reported with regurgitation as the primary complaint code are not typically attributed to manufacturing-related nonconformances. A device history record (DHR) review was performed, and no relevant non-conformances were identified. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including chronic kidney disease, hyperlipidemia.